Event description:
Event description guidant received information that the implant of this implantable cardioverter defibrillator (ICD) was very difficult due to the patient's torturous anatomy and diaphragmatic oversensing was observed. It was further reported that the patient was very ill with class 4 heart failure and hypokinesia. The procedure was terminated due to the patient's poor health. The ICD was left in a dual chamber configuration with the lv port plugged. The physician was planning on scheduling another procedure once the patient stabilized to attempt another intravenous lead or epicardial lead placement. Twelve hours later the patient's rate dropped and he was found pulseless and non-responsive. After 45 minutes of CPR the patient died.